Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had connected to an incomplete prime during peritoneal dialysis therapy. The patient stated that they had connected and then realized that the patient line had not primed as the clamp was closed during priming. The technical service representative (tsr) assisted the home patient (hp) in ending therapy and reviewed proper procedures with the hp. The hp planned to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.